Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was 276 mg/dl. The customer was able to bolus for lunch. The customer stated that the screen was black and white and had a red alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a blank flashing white lcd with audio beeps due to a cracked lcd controller. No flashing red screen anomaly was noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank flashing white lcd. The pump had a scratched case.